Event description:
It was reported that the green lock was disconnected from the intermate when the package was opened. This occurred before use. There was no patient involvement; therefore, there was no injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation according to the customer; however, the device has not yet been received by baxter. A review of the batch records was conducted and revealed no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Should the device be received by baxter for evaluation, a supplemental report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Visual inspection of the sample identified that the green coiled cap was separated from the lv cover. Initial evaluation confirmed the reported condition. The cause was misalignment of the cover and bottle due to operator oversight during the assembly process. A quality alert training was issued and the operators were re-trained. Should additional relevant information become available, a supplemental report will be submitted.